Manufacturer narrative:
The site was contacted to request additional information regarding the reported complaint. It was indicated that the instrument wrist became dislodged, the suction irrigator and cannula were removed together at the end of the procedure. The planned procedure was completed. No fragment fell into the patient and no adverse event occurred. The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the instrument got stuck in the trocar due to misalignment and unable to remove. However, for clarification, the nonconformance was a dislodged snake wrist. The female disk of the 8mm snake wrist was no longer seated flush and was dislodged, causing misalignment of the snake wrist. No material was missing. The end cap of the 8mm snake wrist was also dislodged further causing more misalignment. No material was missing. The suction irrigator was returned with trocar/cannula and cannula seal still installed. The cannula could not be removed off the main tube of the suction irrigator because of the misalignment from the dislodged snake wrist. The evidence was inconclusive, but dislodged damage was likely due to mishandling/misuse. The tip and snake wrist damage may be due to excessive loading at the distal tip. Failure analysis also observed a broken distal tip of the suction irrigator. The distal tip was missing and not returned with the instrument. The evidence was inconclusive, but broken damage was likely due to mishandling/misuse. The inner lumen with associated coil spring that was enclosed within the distal tip was also missing. The evidence was inconclusive, but the broken damage was likely due to mishandling/misuse. Failure analysis also observed scratch marks to the distal end of the main tube. No material was missing. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the dislodge snake wrist, missing distal tip, and/or tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the suction/irrigator instrument became stuck in the trocar due to misalignment and the staff could not remove the instrument during a da vinci surgical procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.